Manufacturer narrative:
The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. Based on the information provided there is no indication the device is not functioning as intended. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report two of two for the same event, reference 0001032347-2017-00250.

Event description:
The patient reported experiencing swelling and burning on the left side which is the location of the implant. The burning is not all the time just occasionally but the swelling is 90% of the time. The weather really effects the swelling and pain by being cold and rainy and whenever there is a change in barometric pressure. She stated she does not lay on that side at all or use the phone on that ear. She can chew on that side but sometimes it does have pain and tiredness. Her opening width has decreased with the swelling. Her physician prescribed clorazepate 7.5 mg to take at bedtime to help relax the jaw as needed. Upon follow up, the patient reported she saw another physician and there is scar tissue built up around the new joint but not enough to do anything for now. He wants to sit down and review the CT disc and the notes from her physician and will let her know if anything looks like it needs attention. She reported she will continue to take ibuprofen as needed and use ice packs or heat as needed for the swelling.